Manufacturer narrative:
According to the complainant the device will not be returned for investigation. No lot release records were reviewed, as the product lot number was not provided. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Locked down smartphone: data not available. Omnipod software app version: 3.1.6. Operating system: bp2a.250605.031.a3.a156u1ues9dza1. Hardware: sm-a156u1. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient contacted technical support to report that an expired pod was worn on the skin for an unknown duration and was not changed. The patient reported that this circumstance resulted in elevated blood glucose levels and led to the patient being taken to a hospital for medical evaluation. The patient was reportedly hospitalized. During the hospitalization, medical staff attempted to reactivate a pod; however, a controller was not available. Medical staff subsequently attempted to use a mobile phone to access the controller application, and login was reportedly successful. Additional assessment could not be completed because the call ended unexpectedly before further information could be obtained. As a result, key information including the date medical attention was sought, length of hospitalization, discharge date, presenting symptoms, diagnosis, treatment provided, and blood glucose values was unavailable. Follow-up contact attempts were unsuccessful. A supplemental report will be submitted if additional information becomes available.